Manufacturer narrative:
Oxiris has been temporarily approved for use in the us under emergency use authorization (B)(4) with a specific indication to treat patients with covid-19 infection. Reporter postal code: (B)(6). Initial reporter phone number: (B)(6). The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the provided photos showed that there was an external blood leak at the level of the access screwed connector. The reported condition was verified. The picture showed that the connector was well screwed, with no damage on the component. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during treatment with an oxiris set, an external blood leak was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.